Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8071814. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for broken flange. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the barrel flange of the bd insulin syringe with the bd ultra-fine¿ needle broke off the plunger rod. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 8071814. Customer states that the barrel flange broke off the plunger rod on one syringe. The returned syringe was examined and exhibited a broken plunger rod. A review of the device history record was completed for batch# 8071814. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200745858, 200745840, 200745873] noted that did not pertain to the complaint. There was one (1) notification [200746005] noted for broken flange. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod). Probable root causes: for broken plungers. Dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers bowed plungers that do not get seated, and get broken off at the delrin wheel.

Event description:
It was reported that the barrel flange of the bd insulin syringe with the bd ultra-fine¿ needle broke off the plunger rod. There was no report of exposure, injury, or medical intervention.